Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedance was undetermined. When asked the most likely cause the rep provided the answer that it was determined after several different methods of testing, isolating both the lead and the ins intra-op, that there was a possible defect of the ins. The issue was not yet resolved. It was also reported that the in the sent notes it states that "patient even reported feeling stimulation" but that's not true. Patient was under general anesthesia and would not possibly have been able to provide any input. The rest of the history is correct.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturing representative (rep) called while in the or with a report of high impedances. They tried three times removing, wiping, and reinserting the lead in the header block. All contacts showed high values, >4000 ohms. Technical services (ts) asked the rep to have the surgeon test to see if lead was secure in header block which it wasn't. They evaluated the set screw and were able to reconnect and tighten down, again verifying that lead would hold. They retested impedances and saw some resolved but contacts 0 and 1 were still showing >4000 ohms. Ts had the rep test 0 and 1 contacts to see if they were able to see bellows and toes and at what level. Rep reported that they were able to see toes at around 0.6-0.7 ma on all programs tried. The patient even reported feeling stimulation. Discussed option to use the ins and close or open new ins. Hcp decided on opening a new ins. Rep ran to car to get the 2nd ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #706721196:analysis information -- 2025-02-04 15:45:58 cst pli# 10 product ID# 97800 h3: analysis of the ins (s/n (B)(6) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.